Event description:
While the doctor was suturing muscle and fascia during closure, the suture needle broke in half. The surgery was being performed under fluoroscopy so the needle was able to be visualized and safely removed from the patient.